Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were getting ready to leave to go to (B)(6) to have an MRI and the MRI facility told them they had called manufacturer about the patient's implanted system regarding MRI compatibility and the MRI facility told the patient because the patient had a new system put in with an external battery they weren't able to get an MRI. The patient stated this was not true and that the only external battery they'd ever used was the one during their trial which had happened long ago but not recently and not now but they still could not get an MRI. Patient services reviewed registration information with the patient including implant date is registered as (B)(6) 2023 and the implant procedure was performed by hcp and the patient reported that their implanting hcp had put that implant in incorrectly so they had a revision surgery at (B)(6) clinic last month (B)(6) 2025 by a new healthcare provider where they moved the ins from one side to the other but the patient confirmed they still had the same implant. Patient services reviewed MRI mode information and the patient was able to check their MRI mode and saw "mr conditional full body scan eligible" but read aloud from what they saw on the MRI screen "implant left. But it's on the wrong side." Patient services reviewed with the patient to follow up with their new hcp to update their MRI mode for their implant to reflect the correct side the implant was on for their MRI mode. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included the patient stated when they were trying to increase their stimulation today (B)(6) 2025 and they got a message that said the system was operating at maximum settings and that therapy couldn't be increased past 1.3 ma on program 3. Patient confirmed they hadn't had any falls or traumas that would have led to the issue and that when they turned their stimulation up right after the surgery at (B)(6) clinic last month, the message wasn't there. The caller stated they were able to connect to see their settings and the therapy was on. Patient services wanted to note the patient commented when they were trying to connect that they had accidentally reset the handset and had to wait for it to start up again and then commented as they were connecting that normally when they would go to connect with the communicator, they would feel a little bit of tingling when the communicator was over the ins site but they didn't feel that now. Patient was then able to connect to see their settings and the patient got the message again about "maximum settings. Therapy cannot be increased," upon connecting to their settings. Patient dismissed the message and they tried switching to a new program, program 2 and they were able to increase the stimulation up to a comfortable level and did not receive the maximum settings message. Patient also mentioned seeing a "low memory" message when they first were looking at their samsung before calling patient services but patient was unable to duplicate the message again or further explain the message they received and the only message they got while on the call was the maximum settings message. Patient was advised that they could speak with healthcare it about the 'low memory' message, but patient never received the message again and the patient wanted to be transferred over to patient registration at call's end to confirm their device registration information. Patient services then warm transferred the patient over to patient registration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.